Event description:
It was reported that the customer experienced high blood glucose of 23 mmol/l; treated with manual injection. It was stated that the customer tried to deliver a bolus while disconnected and no insulin comes out. The alarm history was checked and no alarms were found. Customer changed the reservoir and infusion set and insulin is still not exiting. No insulin leaks found. Customer was assisted with setting up and priming reservoir and tubing; insulin did exit the tubing at prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.